Event description:
The customer reported that mts ID tipmaster pipettor dispensed and incorrect amount of fluid. Incorret dispense of fluid may lead to variations in antigen/antibody ratio and possible erroneous test results. The customer aborted testing once the issue was identified. The pipettor was taken out of use, preventing erroneous results from being reported.

Manufacturer narrative:
The pipette is no longer covered under warranty. The customer was instructed to discontinue use of this instrument.